Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, the surgeon used the device for a wedge resection of liver parenchyma. Though the liver tissue was more fragile than other tissues, the blade was frequently cleaned. After around thirty mins of use, the whole tissue pad fell off when cleaning with a wet gauze. Another device was used to complete the case. There were no adverse consequences to the patient.